Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a skin irritation causing a painful bump of fluid, bleeding and scarring occurred at the infusion site while wearing the pod for an unspecified duration of use. The patient mentioned they have a buildup of insulin under the skin, and the affected area appears to have a small red bump resembling a mosquito bite. Additionally, the patient mentioned their blood glucose levels ¿have been higher¿. No specific bg levels were provided.